Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their reservoir. It was reported that the customer was receiving no delivery alarm. It was reported that when the customer changed the reservoir, the insulin did exit the tubing. The customer's blood glucose level was reported to be 207mg/dl. No further information provided.